Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on right ventricular (rv) lead electrogram. This resulted in pacing inhibition for greater than 2 seconds for this pacemaker dependent patient. A revision procedure took place and there were issues reported with the distal rv setscrew. As the physician attempted to loosen the setscrew it ratcheted, as if it had been stuck. The physician tested the rv lead through the pacing system analyzer (psa) which reported appropriate pacing impedance and threshold measurements. The rv lead remains in service and a new device was implanted. There have been no additional adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre decontamination inspection noted a hole in the rv+ and ra+ seal plugs. The rv- setscrew was stuck in the up position and force was required to free the setscrew. Body fluid contamination was also noted in the lv- seal plug cavity. All other setscrews moved freely. Post decontamination microscopic visual inspection noted that the ra+ and lv- seal plugs were torn and body fluid contamination was in their seal plug cavities. A hole was also noted in the rv+ and ra+ seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The reported observation could not be confirmed by analysis testing, but a hole in the rv+ and ra+ seal plugs may have contributed to the noise issue. The stuck rv- setscrew was consistent with induced damage.